Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo receptacle was replaced and brake handle were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the lemo receptacle on the 9800 system had the pins pushed in. No pt injury was reported.